Event description:
The customer stated she was hospitalized and her blood glucose reading was 400 mg/dl. The customer stated she changed the infusion set the day prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that prior to the hospitalization, she drank juice and did not bolus for it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.